Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. 5 sealed and 2 unsealed 20g insyte autoguard units were received lot 4229661. A functional test showed that the retraction time exceeded the specification for two of the five representative/sealed units. A trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: can you please provide an exact date of event in format mm-dd-yyyy? 01-22-2025. Could you please provide a detail description of the issue? When pressing the button to retract the needle, the needle did not fully retract on first attempt. The staff had to press the button again and the needle then fully retracted. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No reports of patient harm, injury or complication. Malfunction increases risk for an accidental stick to staff and patient.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Additional information of fa#.